Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-05141. It was reported that patient underwent a surgical procedure on (B)(6) 2018, wherein scs system was explanted due to system not covering the targeted pain area. Subsequently patient was implanted with a new scs system.